Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to arthrofibrosis, and decreased range of motion. The surgeon indicated extensive amount of scar tissue was present on the undersurface of the quadriceps and also undersurface of the patellar tendon. Scar tissue was excised. The patella was not revised. There were no complaints against the femoral nor tibial components and they were revised. The patient was implanted with depuy components and competitor cement. There were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2019. (Lt knee).